Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 280mg/dl, 150mg/dl. Tests were done within 2 minutes with a difference of 54%. Patient did not experience any adverse events. No futher information has been reported.